Event description:
The customer stated that the buttons stopped responding after the insulin pump was submerged in water. The customer stated that there is water underneath the screen. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.